Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # m54z55. Additional information from sales rep: first device : first firing, with a gray reload and a peri-strip on the cartridge side, on vessel, the device locked out (no cutting or stapling). Device was reversed off the patient tissue. Second device: first firing, with a white reload and no peri-strip, on vessel, the device locked out (no cutting or stapling). Device was reversed off the patient tissue. Third device: first firing was fine, with a white reload and no peri-strip on vessel; second firing, with a black reload and no peri-strip on stomach, device stapled and cut a little then stopped. The reload looked like it went off the track. The cartridge appeared bent and crushed. There were no issues with the patient and no pieces fell into the patient. No reloads from the first, second or third devices will be returned. Fourth device: fired a black load with no problems. Reload is still in the device.

Event description:
It was reported that during a laparoscopic esophagogastrectomy procedure, there were four devices used during the case. The first device fired: grey reload on hepatic artery. Second device fired: white reload on hepatic vein. Third device fired: green reload on distal portion of stomach and fourth device fired: green reload on proximal portion of stomach. All devices locked out according to the surgeon. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information batch # m54z55. The analysis: found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.